Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced because sensing was diminishing over time. Patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.